Event description:
Information received by medtronic indicated that the customer received battery cap damage notification. Customer stated that the battery cap metal contacts were missing and damaged. Customer stated that the battery cap 3 dots were missing. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.